Event description:
In 1999 - dental implants were placed in tooth locations # 18 and # 19. In 2006 - the clinician indicated the two implants were fully osseointegrated. However, the screws of the two abutments fractured inside the implants and the apical portions were stuck inside the implants internal threads. The abutment screws could not be removed from the implanted sites. On the next month - the two implants were removed from the patient for tooth locations # 18 and # 19. The patient is doing well at this time. The patient will be reimplanted at a later date.

Manufacturer narrative:
Unable to determine the reason for the abutment screw breakage. However, previous investigations of this type show that a broken, fractured or loose abutment screw should be viewed as a possible warning signal that the loading situation should be reviewed and or corrected. This incident was determined to be out of the scope of the general asr reporting parameters. If additional information becomes available, a follow up report will be provided.